Event description:
Information was received indicating that this ambulatory infusion pump was rebooting at start up. No adverse effects were reported.

Manufacturer narrative:
Additional information was received indicating this observation occurred during product maintenance testing. There was no patient involvement. One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the pump event log noted a 'power lost while pump was on' message was recorded. Functional testing included use testing. The field observation was unable to be duplicated. The pump software was reloaded as a preventative measure. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was unable to be confirmed.